Manufacturer narrative:
(B)(4). Date of initial report: 06/03/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not fully seal the patient's tissue during a right hemicolectomy even though end tones, indicating a completed seal cycle, were heard. There was no blood loss or injury.